Event description:
Boston scientific received information that the health care professional (hcp) contacted boston scientific technical services (ts) to discuss high atrial outputs. The right atrial (ra) lead is exhibiting noisy signals and pacing spikes cannot be seen as a result. The noise is not reproducible. The hcp stated that the ra lead had dislodged. Ts discussed the options with the hcp. This will be discussed with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.